Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 251 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The customer¿s current blood glucose was 180 mg/dl. The customer was suspended on low while sleeping. The customer stated that insulin delivery was suspended due to sensor glucose values and the sensor glucose value that triggered the suspend event was 69 mg/dl and threshold/low suspend limit in sensor settings was 80 mg/dl and 70mg/dl. The customer was concerned with the sensor portion of the pump does not want to troubleshoot high blood glucose readings and was treated with the pump. The sensor will not be returned for analysis.